Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator generated a "no oxygen supply" alarm during patient use. The patient was removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.